Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. The insulin pump was also received with a cracked case.

Event description:
The customer called to report a blank display after getting an alarm. The customer also stated that the insulin pump is chipped at the reservoir compartment, and she has difficulty keeping the reservoir in place. Advised the customer that the insulin pump will be replaced due to the physical damage. Nothing further was reported.